Event description:
On (B)(6) 2014, it was reported that a button on the patient's infusion device was not functioning. At the time of report, it was not specified which button. No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).